Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact detach infusion set, with a system check failing and the tubing found not tightly secured to the luer connector; after tightening and reloading, drops were observed at the tubing end, the cannula was filled, and insulin delivery was resumed. Symptoms included elevated blood glucose over 400 mg/dl since the morning without ketone testing or medical intervention. Outcomes included no reported injury and no hospitalization. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed a loose connection at the luer interface that was corrected during the call, with insulin flow confirmed by visible drops and successful cannula fill. It was concluded that the event involved hyperglycemia with an unclear root cause given the corrected loose connection and absence of further device alerts. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.